Event description:
It was reported that the rotalink burr and the rotawire became stuck in the lesion. The 99% stenosed target lesion area was located in a mildly tortuous and severely calcified proximal left anterior descending artery. A 1.75 mm rotalink plus and rotawire were selected for use. During the procedure, the rotation speed was set at 190,000 rate per minute (rpm) outside the patient's body. A rpm of 164,000 rpm was then started at the third ablation, however it went down to 3,000 rpm and the burr got caught at the lesion. The device was unable to release, so the procedure was changed to a thoracotomy procedure, and was able to retrieved the rotablator catheter. The procedure was completed with the thoracotomy procedure and angioplasty bypass. No patient complications were reported.